Event description:
Initial info was received on (B)(6) 2012 from a consumer. This (B)(6) male consumer used colgate extra clean toothbrush and experienced a broken tooth and cut to his lower right gum on the cheek side. He began using the variant of the toothbrush a year prior to this report on an unspecified date in 2011. Three weeks prior to this report on (B)(6)2012, he began using a toothbrush, which was purchased in a package of four. Subsequently, that same day, the toothbrush broke between the handle and the head of the bristles, cutting the consumer's right mandibular buccal gingiva and breaking the distal portion of his number 30 tooth on the right mandibular side. A healthcare professional was not consulted and no treatment was required. Use of colgate manual toothbrushes was ongoing. The consumer's gingival was healing. This case has been assessed as follows: broke off part of my back right tooth (tooth injury) - unexpected, cut my lower right gum on the cheek side (gingival injury) - unexpected, toothbrush broke between the handle and the head (device malfunction) - unexpected. This is based on initial info received on (B)(4) 2012 and is due to the nature and combination of events presented throughout the case.

Manufacturer narrative:
(B)(4) comment: there is insufficient info with regards to the pt's history on dental status, to allow for further assessment. Based on the available case info, an accurate causal relationship between one or more of the reported events and the product cannot be assessed. (B)(4).